Event description:
The intra aortic balloon was inserted into the pt on 6/21/98. On 6/25/98, the intra aortic balloon did not fill properly and blood was noted in the line. The intra aortic balloon was removed and no second was inserted. (Event complications: none from the event - reported 7/1/98.) (Pt's current status: discharged - reported 7/1/98.)